Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of phenylephrine with a spectrum iq pump, the patient experienced ¿continued¿ hypotension even though the pump appeared to be "running", no drips were noted in the chamber. The pump ran for 48 minutes at 10.3-17.2ml/hr and no alarm was generated. The patient required manual boluses of the vasopressor to be administered while the pump was changed. At the time of this report, the patient outcome was not reported. No additional information is available.